Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device eroded through the pocket. An infection was also observed. The device was explanted. The patient was stable throughout the procedure.